Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the cuff didn't inflate during the inflation test before use. Because leakage from the bottom of the inflation tube was suspected. The device was replaced by a new one".

Event description:
Customer complaint alleges "the cuff didn't inflate during the inflation test before use. Because leakage from the bottom of the inflation tube was suspected. The device was replaced by a new one".

Manufacturer narrative:
(B)(4). The actual device was returned for investigation. A visual examination of the returned product showed signs of contamination and usage. Discoloration or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the blue control balloon and connector did not reveal any irregularities. A leakage test as well as inflation and deflation tests were performed with the returned device. The cuff was inflated with air and tested for leakages in a water quench. During the leakage test a leakage of the control balloon was identified. A manufacturing related issue could not be identified during investigation of the returned device. All devices are 100% visually ins pected and leak tested; thus, any defects would be detected prior to release from the manufacturing facility. Most likely the leakage of the control balloon was caused due to mechanical damage of the device, although this could not be confirmed.